Event description:
In the spring of 1991, rptr developed fibromyalgia (fibrositis). Rptr didn't and doesn't know if her implants have caused the condition. She is currently taking medication (50 mg elavil) at bedtime which has helped with the painful symptoms. Her dr suggested after many tests to try the elavil for fibrositis to see if it was the disease.